Event description:
The pump dose was adjusted "a few days ago." The patient experienced overdose symptoms; specific symptoms were not reported, but the patient may have needed intubation. The plan was to re-program the pump and reduce the drug dose. The pump delivered lioresal. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).